Event description:
On 04/13/1999, the facility's material's manager informed the MFR via telephone and a faxed report of the following: the device was implanted on 02/18/1999, for the administration of chemotherapy. On 04/09/1999, the pt was presented for chemotherapy. The device was flushed and the area of the device was edematous. Felt back of diaphragm and flushed well. The needle was removed - prepared again. Felt back again - flush caused the saline to spring out of the previous needle site. Sterile prep again. The device was accessed again and the fluid sprang out of the previous two (2) needle sites when flushing. The physician was notified of the problem. A fluro check was ordered of the device which demonstrated that a piece of the device catheter had broke off and migrated to the right ventricle. The pt went to another facility in omaha, ne for removal of the segment of catheter that broke off. The remainder of the device body/catheter was removed by the physician at this facility on 04/16/1999. The segment of catheter that broke off and migrated to the pt's right ventricle was in the possession of the facility and was scheduled to be returned with the device body/catheter to the MFR for analysis. No further details were provided.